Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect due to a lead migration. During the revision surgery, the leads were replaced and the patient is receiving coverage.